Event description:
It was reported that during a coronary drug eluting stenting treatment procedure balloon withdrawal, resistance occurred. The target lesion was located in the severely tortuous, non calcified left anterior descending artery (lad). The patient presented with restenosis in the unknown previously implanted stents. The lesion was predilated with a 2.0x20mm non bsc balloon. A 2.5x32mm taxus liberte stent was implanted in the distal lad followed by a 2.5x12mm and a 3.0x38mm taxus liberte stent. All three stents were overlapping. The 3.0x38mm taxus liberte stent was deployed at 10atms for 30 seconds. The stent delivery balloon fully deflated, but the physician was unable to withdraw the balloon. The physician pulled negative and inflated and deflated the balloon in an attempt to remove it, but the attempts were unsuccessful. The physician pulled on the stent delivery system with force and was able to remove the device; however, while doing so, the non bsc guide catheter deep seated and damaged the ostium of the circumflex artery (cx). The cx artery was successfully treated by implanting a 3.0x12mm non bsc stent. A 3.0x12mm non bsc balloon was then advanced to the lad for post dilation. The procedure was completed with no additional patient complications reported and the patient was discharged the following day. The patient¿s current condition is listed as ¿okay¿.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B) (4).